Event description:
As reported to coloplast though not verified, patient experienced infection, vaginal bleeding, mesh erosion, dyspareunia and revision surgery.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report.